Event description:
During a ptca treatment procedure, some of the coating of the choice pt es guidewire detached from the wire. The lesion being treated was a type-c bifurcated lesion involving the right coronary artery (rca) and a 3.0 mm side branch. The physician used a metal entry neeld and a 7f introducer sheath for vascular access, and a 7f mach1 vl3.5 guide catheter to cross the lesion. The physician used a choice floppy guidewire for the main rca and the choice pt es for the side branch. Upon removing the devices used in the procedure following successful intervention, the physician noticed debris on the tip of the introducer. After subsequently examining the guidewire, he noticed that some of the coating was missing from the wire. He confirmed that no guidewire coating was left inside the pt. The procedure was successfully completed. No pt injuries or complications were reported.